Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 09/05/2019. The customer received troubleshooting support from the product support engineer (pse) via phone. The customer found a leak on the exhaust port test fitting for the system leak test. The system leak test not passes. The pse advised to check the o2 fitting o-rings, that o2 filter o-rings, and the o2 pressure transducer o-rings and apply krytox to all of them to troubleshooting the high pressure leak test. The customer requested the part identification for data acquisition (da) printed circuit board (pcb). The pse provided part number.

Event description:
The customer reported during preventative maintenance (pm), the unit failed both leak tests. There was no patient involvement.